Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was not returned for additional evaluation. Therefore, the event could not be confirmed, and the cause remains unknown.

Event description:
It was reported that patient presented to emergency room. Upon interrogation, it was found that patient's right ventricular (rv) lead failed to convert rhythm by delivering therapy during ventricular fibrillation (vf) episodes. Low, out of range defibrillation impedance was also noted. The patient was externally defibrillated. Programming changes were done. The patient was stable.